Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received and inspected. The complaint can be confirmed. It was observed that the distal tip of the device was bent downward with respect to the intended configuration of the device. The white sleeve was removed to reveal the needle and deployment components of the device, and it was observed that the needle was detached from the shaft of the device. It is possible that the user struck hard bone with the needle and leveraged the needle, therefore causing it to deform and eventually break under the pressure generated from leveraging. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects identified during production that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is unknown.

Event description:
It was reported by the customer via email that during a knee arthroscopy and a right meniscectomy, the device was bent in its extremity. There was an unknown amount of time delay because they had to replace the suture with a new one. The affiliate reported that there was no patient harm. Additional information provided by the affiliate stated that there was a 35 minute surgical delay and the surgeon was able to complete the procedure by using a different suture.